Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the pump was removed due to illness in (B)(6) 2015. The illness and relatedness to the device/therapy; the circumstances that led to the illness; and the drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Additional information received reported that the patient's illness was that the in (B)(6) 2015 the patient was burned on their belly by the stove. The patient got cellulitis. The home health nurse would not inject the morphine. The patient had to go to physician and he couldn't find the injection spot. Per the patient he pushed and moved the pump around he injected die into it, and it hurt with all his pushing. Somehow the patient got meningitis of the spine and so the pump was removed. The patient was told the medication in their pump at the time was a "high dose" and the physician was over the visits each time was reducing the mg of morphine.

Event description:
Additional information was received from the consumer on 2016-dec-20. It was further reported that the pump was removed in 2015 due to a "big infection."